Event description:
It was reported that since having the implantable neurostimulator (ins) put in he had been getting seizures and he never used to get them or had them before the ins was put in. He stated he was on ¿8 on 2 and 6 on 2 other ones.¿ when the question was clarified the patient then stated he never had seizures before having the ins. He has had four seizures since implant. Three years prior to the report he went to the emergency room and they had him turn the ins on and it was so high he had a seizure and almost bit his tongue off. The patient admitted the setting was high and he didn¿t turn it down before turning it back on; ¿but now I know when I switch it I turn it low.¿ it was noted ¿the hospital didn¿t know anything about the implant.¿ the patient stated the device was implanted for face and left-sided pain after having strokes. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a25, lot# n348065, implanted: (B)(6) 2013, product type: lead. Product ID: 3587a25, lot# n348364, implanted: (B)(6) 2013, product type: lead. Product ID: 3587a25, lot# n348364, implanted: (B)(6) 2013, product type: lead. Product ID: 3587a25, lot# n348364, implanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).